Event description:
Info received from the facility indicated a malfunction of components located in the electrical compartment, located in and at the foot end of the mattress, which resulted in the overheating and deformation of the sensor board cover (located at the footend and internal to the mattress).